Manufacturer narrative:
On march 26, 2024, the mentor failure analysis lab received the device for evaluation. On april 1, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 300cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile on both sides and experienced left side breast cyst, and bilateral breast implant deflation postoperatively; diagnosed in the office via mammogram. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for bilateral replacement surgery with silicone implants on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation, and breast cyst. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was received and corresponding fields have been updated on this form: device problem code "migration" has been added to field h6, and "material rupture" has been removed replacement devices used were catalog number 3504004bc; serial number (B)(6) on the left side, and catalog number 3504004bc; serial number (B)(6) on the right side. Reason for device explant and/or reoperation: left migration, and breast cyst this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).